Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the silicone on the proximal side of the device, where the "do not hit" is marked is starting to come off. This case can be classified as normal wear related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The rubber coating around the cannula comes off.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The rubber coating around the cannula comes off.